Event description:
It was reported that this pacemaker patient received radiation therapy for their breast cancer. Following the radiation treatment, the pacemaker was found in a reset mode. The company representative was able to reprogram the device out of the reset mode, and the device appeared to be pacing and sensing appropriately. The patient is not pacemaker dependent. Boston scientific technical services (ts) recommended sending the device data in for engineering analysis. This pacemaker remains in service. No adverse patient effects were reported.